Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided hydrothorax guided drainage catheter placement procedure using navarre drainage catheter. During the procedure, it was reported that there was leakage from drainage hole. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, three electronic photos were provided for review. The first photo show partial view of drainage catheter placed inside product package in which product details was mentioned and verified. The second photo shows the partial view of the drainage catheter placed inside the plastic bag. The third photo shows the partial view of the drainage catheter placed inside the plastic bag. No visual anomalies were noted in all the provided photo. Therefore, the investigation is inconclusive for the reported leakage from drainage tube wire hole issue as the provided photo was not sufficient to confirm the reported issue for all the three devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided hydrothorax guided drainage catheter placement procedure using navarre drainage catheter. During the procedure, it was reported that there was leakage from drainage tube wire hole. The procedure was completed using another device. There was no reported patient injury.